Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with no delivery alarm. It was reported that the alarm was resolved by complete set change. It was reported that the piston moves forward, ticks, and sometimes just stops. It was reported that the customer did not trust the pump. It was reported that it would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked near display window corners and cracked reservoir tube lip. No piston or motor anomaly noted during our testing.